Event description:
On (B)(6) 2012, clinical sales representative received information from the customer to inform that during a davinci si myomectomy procedure, while the surgeon was re-docking the system, the surgical staff forgot to install the mcs tip cover on the monopolar curved scissors instrument. The patient had a bowel burn and a general surgeon was called in to remove the burn piece of colon out.

Manufacturer narrative:
On (B)(4) 2012, intuitive surgical contacted the initial reporter clinical sales representative, csr indicated that she was not present during the case, but according to the information provided to her by the customer, the nurse forgot to install the monopolar curved scissors (mcs) tip cover on the mcs monopolar curved scissors instrument. According to the information provided to the clinical sales representative, this was a onetime incident, the surgeon and the surgical staff at this account is an experienced robotic team. Clinical sales representative had contacted the davinci coordinator to initiate a training section with the surgical team to ensure that this incident does not re-occur. The myomectomy procedure was completed with the davinci robotic system and the patient status is stable.